Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 5086mri58 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that ten days after implant, the patient developed pocket dehiscence, erosion, hematoma, and infection. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.